Manufacturer narrative:
H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 8274863. Customer states that needle shields are hard to remove and needle hub separated into the shield when shield was removed. All returned syringes were tested to determine the shield removal forces. All removal forces fall within specifications. Also no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure h3 other text : see h.10.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle shields are hard to remove and needle hub separated into the shield when shield was removed. Verbatim: issue(s): both boxes found needle shields hard to remove and needle hub separated within the shield when removed shield. Lot #: 8274863. Item #: 328512. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle shields are hard to remove and needle hub separated into the shield when shield was removed. Verbatim: issue(s): both boxes found needle shields hard to remove and needle hub separated within the shield when removed shield. Lot #: 8274863, item #: 328512, date of event: unknown.